Event description:
Covidien received info that the 840 ventilator was removed from the pt due to ventilator displayed higher breath rate than normal. The pt was placed on another ventilator. There was no pt harmed or injured as a result of the event. The customer reported that the ventilator passed all testing and could not duplicate the alleged event. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).